Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, a CABG was performed to treat the obstruction with no further harm to the patient. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to confirm the confirm the root cause for this event, though patient factors or operational context may have played a roll. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that after implantation of this 19 mm pericardial bioprosthesis, the coronary ostium was occluded, requiring coronary artery bypass grafting (CABG). As reported, the patient had a small aortic root. The valve was implanted in supra-annular position and after closure of the aorta, a CABG x1 was performed. The patient was weaned from cardiopulmonary bypass (cpb) when the lv had a dysfunction, causing the patient to be placed back on cpb. A new CABG was performed before the patient was weaned from cpb again. There were no further complications reported and the patient was transferred to the intensive care unit (ICU) in good hemodynamic condition. On pod #1, the patient experienced cardiac failure and atrial fibrillation in which a permanent pacemaker was implanted.